Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that in-stent restenosis (isr) occurred.. In (B)(6) 2012, the patient was referred for cardiac catheterization. The following day, index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal left circumflex (lcx) artery with 90% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.75 mm x 20 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0 %. Target lesion #2 was an in-stent restenosis (isr) of an unknown stent located in the proximal left anterior descending (lad) artery with 70% stenosis and was 25 mm long with a reference vessel diameter of 3.00 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.75 mm x 38 mm promus element¿ plus. Following post dilatation, residual stenosis was 0 %. On the same day, the patient was discharged on clopidogrel. In (B)(6) 2016, the patient has been followed for routine evaluation of peripheral vascular disease (pvd). Patient complained of intermittent atypical chest pain while walking and neck discomfort and was scheduled for cardiac catheterization in near future. In (B)(6) 2016, the patient presented for elective cardiac catheterization. Angiography revealed 70% isr of study stent in proximal portion of the lad. In view of angiographic findings, isr of lad, the patient was recommended for coronary artery bypass graft x2. In (B)(6) 2016, the patient hospitalized for planned coronary artery bypass graft. The next day, the patient underwent 2 vessel coronary artery bypass graft (CABG) including left internal thoracic artery (lita) to distal lad and left saphenous vein graft (lsvg) to right coronary artery (rca). Five days post procedure, the event was considered resolved and the patient was discharged on the same day.

Manufacturer narrative:
Event date corrected from (B)(6) 2016. Describe event or problem and patient codes updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient presented to the study hospital for a follow-up visit and underwent stress test which showed a new wall motion abnormality. In (B)(6) 2016, post CABG procedure,the patient had developed delirium and altered mental status and was put on medication. The patient was discharged on aspirin and plavix.